Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Performed voltage test: and passed. Pairing test with nordic bluetooth device: pass. Transmitter final function tester: pass. Perform share log review: no data. Perform bin file review: fail. The complaint is confirmed because of the loss of connection. Defect was not found to be the transmitter. The reported event of a loss of connection was confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available. No product or data were provided for evaluation. The complaint confirmation of a loss of connection could not be determined. A root cause could not be determined.